Event description:
It was reported that during a selenia dimensions mammography procedure on (B)(6) 2025, the system displayed an error code indicating a right switch fault. It is reported that the c-arm then suddenly rotated 90 degrees. No patient or user injury was reported. A hologic field service engineer (fse) was dispatched to examine the device, replaced and tested the right system switches. The fse reports that the device is functioning in accordance with hologic specifications. No further information is currently available.